Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amplatzer torqvue 45x45 delivery sheath. A pericardial effusion was detected in the transverse sinus prior to the procedure. Transseptal puncture was low mid. The patient's left atrial pressure was 14mmhg. The patient's activated clotting time (act) level was 312 sec. During the procedure the device was partially re-captured once. During the second deployment attempt, the patient presented with an acute, circumferential pericardial effusion measured at 1.4mm in the left atrium. The device was partially re-captured a second time and a third attempt was made to deploy the device. The device was unable to deploy in an optimal position. The device was fully re-captured and removed from the patient. A pericardiocentesis was performed. The patient status was stable.

Manufacturer narrative:
It was reported that a circumferential pericardial effusion during implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of reported patient effects could not be conclusively determined. The reported intervention was a result of case-specific circumstances as a pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.